Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number is unk because the part number and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. The reported patient effects of worsening mitral regurgitation (mr) and emboli of mitraclip device, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mitraclip detachment in the research article could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected leaflet insertion in the clip, and therefore contributed to the user experience; however, this cannot be confirmed. The reported patient effects of worsening mr and embolization of the clip appear to be a result of the mitraclip detachment. The reported surgical procedure, removal of a foreign body, treatment with medications, and prolonged hospitalization were a result of case specific circumstances, as the patient underwent minimally invasive mitral valve replacement and clip extrication was performed; reportedly, the patient had uneventful surgery with slightly prolonged but normal recovery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported as extricated. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying a mitraclip related to device embolization. Details are listed in the attached article, titled: late device embolization after transcatheter mitral valve edge-to-edge repair. Two clips were implanted per instructions for use (IFU). The intra-procedure leaflet insertion was judged adequate. 4 weeks later, recurrent symptoms developed. Diagnostics displayed embolization of the clip into the left ventricular apex. The embolization lead to subsequent recurrent severe mr. Minimal invasive mitral valve replacement and clip extrication was performed. Further downstream embolization of the clip was prevented by entrapment within the left ventricle trabeculae. Reportedly, the patient had uneventful surgery with slightly prolonged but normal recovery. There was no additional information provided regarding this issue.